Event description:
Perclose device was positioned for needle deployment. Physician stated interlocks re-engaged. Deployment begun with significant resistance. Attempts made to back the needles down met with further resistance and procedure was halted. Pt was transferred to surgery for removal of perclose device and suture of artery.